Manufacturer narrative:
The customer reported complaint for the thermogard console (sn (B)(4) ) displayed error message tcmid:05 (coolant diff failure) was confirmed during the event log review but not during the initial functional testing. The root cause for the reported complaint based on further functional testing was found out to be due to a degraded lm-34 temperature probe and burnt cooling engine (ce) connection wiring on the pic-16 pc board, which could have caused the ivtm system to display intermittent tcmid:05 error. The thermogard console is a reusable device and was manufactured in july 2011 and is more than 9 years old, well beyond its expected serviceable life of 5 years. Visual inspection was performed and noted cracked top lid, degraded coldwell gaskets, and damaged white rollers. Also, observed missing handle, pan drip, and base round plug from the console. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no preventive maintenance (pm) was performed on the console for almost 4 years. The damaged parts need to be replaced to address the observed physical damages. The event log was reviewed and confirmed the occurrence of multiple tcmid:05 error messages on the customer's reported event date. The lm-34 temperature sensor and the cooling engine (ce) connection wiring on the pic-16 pc board needs to be replaced to address the tcmid:05 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4) .

Event description:
During the device setup for patient use, the thermogard console (sn (B)(4) ) displayed tcmid:05 (coolant diff failure) error message. Another thermogard console was used for the patient treatment. No consequences or impact to the patient.